Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: curved opening, valve crack, creases fold, wear abrasion and yellow particles inner shell. Leak test and microscopic analysis were performed which identified: crack opening on the valve and crease smooth opening on posterior side. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and a smooth crease opening on the posterior side assessed as fold flaw opening.

Event description:
Device was explanted.